Event description:
It was reported that the patient had her implant and components replaced because it was not working. It was stated that the wires came loose and "she got a funny feeling from it." "She found out that the wires came loose and put another one in." The patient went to turn it on and it wasn't working, the patient wasn't getting the stimulation she should have gotten. It was stated that the patient talked to a manufacturer's representative and they checked out and found out the wires were disconnected. They had to replace everything and put a non-rechargeable battery in. It was also reported that the patient planned on "putting a stimulator in the neck tomorrow to see if it would control migraines." It was later confirmed that the revision date was (B)(6) 2012. The leads were replaced with 5-6-5 lead. The patient was fine after that revision.

Manufacturer narrative:
Concomitant products product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type: lead. (B)(4).